Event description:
It was reported that the user experienced no glucose readings with a dexcom g7 due to intermittent communication, and the agent instructed the user to toggle bluetooth off and on and restart using the 3056 code, after which the sensor began pairing; the affected component was identified as the antenna within the electrical and magnetic subsystem. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure associated with the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.